Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), ovarian cyst ("ovarian cyst") and cervical cyst ("cyst on cervix"). The patient was treated with surgery (essure removal on (B)(6) 2021).essure was removed on (B)(6) 2021. At the time of the report, the outcomes for ovarian cyst and cervical cyst were unknown. The reporter considered cervical cyst, ovarian cyst and pelvic pain to be related to essure administration. The reporter commented: essure insertion also reported as (B)(6) 2020 (shortly before removal). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), ovarian cyst ("ovarian cyst") and uterine cyst ("cyst on cervix"). The patient was treated with surgery (essure removal on (B)(6) 2021). At the time of the report, the outcomes for ovarian cyst and uterine cyst were unknown. Essure was removed on (B)(6) 2021. The reporter considered ovarian cyst, pelvic pain and uterine cyst to be related to essure administration. The reporter commented: essure insertion also reported as (B)(6) 2020 (shortly before removal). Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect the most recent follow-up information incorporated above includes data received on: 18-oct-2023: report via lawyer: new events reported (pelvic pain/ ovarian cyst/ cyst on cervix). Essure was removed (upgrade of case). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.